Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cleo® 90 infusion set had a bent cannula. The patient's blood glucose levels were 169mg/dl at the time of the event. The patient removed the set immediately. No permanent injury was reported.